Event description:
It was reported that there would be a surgical intervention and the health care professional would be revising/explanting on (B)(6) 2014 related to a staph infection near the extension site. It was further reported that the extension was cut when pulled out. The leads were moved lateral of the subcutaneous infection. It was noted that the patient was receiving effective therapy. The patient¿s post-operative appointment was cancelled by the patient. It was noted that the patient needed some adjustments to the programming and it would be done on (B)(6) 2015. The patient was later reprogrammed on (B)(6) 2015 to optimal coverage. The patient stated that ¿it was right where I need it.¿ it was noted that the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 977a260, lot # va0eker024, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3888-56, lot # va0axxl, implanted: (B)(6) 2014, product type lead. (B)(4).